Event description:
It was reported the patient received the following results within 15 minutes: approximately 220-230 mg/dl and 120-140 mg/dl on several instances over the last few weeks. The customer could not recall the exact blood glucose results.